Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable high ise indirect gen. 2 sodium results for two patient samples. Patient 1 initial result was 161 mmol/l. The repeat results were 147 mmol/l on the same analyzer and 145 mmol/l from another cobas 6000 c (501) module. Patient 2 initial result was 163 mmol/l. The repeat results were 144 mmol/l on the same analyzer and 143 mmol/l from another cobas 6000 c (501) module. The patient was a (B)(6) year old male born on (B)(6) 1966. The erroneous results were not reported outside of the laboratory. There was no allegation of an adverse event. The electrode lot number and expiration date were requested but were not provided. Review of the calibration, qc, and repeatability data found they were not good, so an issue with the reference electrode was suspected. The customer replaced the reference electrode and performed an ise check, calibration, and repeatability which were all acceptable. The field service representative changed the sipper nozzle as it was damaged and replaced various other parts. He then found there was crystallization behind the reference electrode due to a hole in the rinse station tubing. The issue with the rinse station was determined to be the root cause of the issue as the residue from the cell rinse solution caused the elevated sodium results. The instrument was working according specification after the service visit.